Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad administrator that the pt was admitted into the hospital with purulent drainage, and was treated with debridement, wound vacuum-assisted closure (vac) and antibiotics. The pt was discharged to a skilled nursing facility.